Event description:
Smiths medical that the joint separated on the arterial side of the tubing during use. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a564 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical int'l. The finished product is further assembled, packaged and sterilized by smiths medical int'l. The device history record was reviewed for the subassembly with no issues present. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is complete.